Manufacturer narrative:
(B)(4). Evaluation, results: stent graft misplacement.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm, one month ago. Vessel morphology was reported as an aortic neck with a moderate degree of angulation, significant thrombus along the entire neck, a diameter of 36-33 mm, and a length of 2 cm. There was no calcification. It was reported that as the physician was removing the delivery system, it caught on a stent strut and pulled the graft down, so that the stent strut was positioned at a 45 degree angle. A balloon was used to straighten the stent strut. No further intervention was needed. No further clinical sequelae were reported and the patient is fine.